Manufacturer narrative:
The affected device was examined on site by dräger service technician and the log file was made available for further investigation at the manufacturer¿s site. According to the description of event the ventilator had been used for prolonged ventilation to the patient replacing the bedside ventilator. The log file shows that the ventilator was operated on battery power on the reported date of event, at 08.35 p.m. The device alarmed for ¿internal battery discharged¿ to alert the user of the remaining battery capacity. Approx. 35 minutes later at 09.09 p.m. The ventilation stopped due to a loss of internal supply voltage as a result of a depleted internal battery. The device reacted as specified for the situation and alarmed the battery capacity accordingly. In case of a depleted battery the ventilator must immediately be reconnected to the mains power supply or an onboard dc supply, or a fully charged battery must be installed according to the instructions for use. Based on the investigation there was no technical device failure found. The device was tested onsite according to the manufacturer¿s specification without a deviation.

Event description:
It was reported that the patient progressed to cardiorespiratory arrest when the ventilator stopped cycling. CPR was started and the patient returned after 12 minutes. The failure caused an increase in hospital stay.